Event description:
(B)(6). Arms broke after minimal tension applied. Another sling was used, and the arm broke on it as well. Product discarded & not available to return for evaluation. Surgery was aborted.

Manufacturer narrative:
The product was discarded so was not available for return; thus, no evaluation could be performed. Coloplast did receive a photograph of the device and confirms the report of broken arms. Device discarded - not returned.